Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The blood glucose level was unknown. The customer tried all the remedies. Customer declined to continue troubleshooting. The customer advised the pump will need to be replaced. The customer advised to retrieve and save pump settings. The customer advised to revert to backup plan per health care professional instructions. The device will not be returned for the analysis.